Manufacturer narrative:
(B)(4). It is to be noted that this event is also reported through the thv/tvt registry. Upon review of all information received it was determined that there was no product problem and the event is a case of use error resulting in injury. The delivery system was not returned to edwards for evaluation.  The instructions for use (IFU) and training manuals were reviewed for necessary steps for preparation and use of the commander delivery system specifically for fine adjustment and valve deployment. No deficiencies were identified. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the valve embolization and sub sequent placement of the valve in the abdominal aorta was due to use error; the fine adjustment step prior to deploying the valve was not performed.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, the primary operator failed to perform the ¿fine adjustment¿ of the balloon catheter during alignment resulting in the 23mm sapien 3 valve slipping off the balloon during deployment and migrate aortic. The first valve was successfully anchored in the abdominal aorta with a second 23mm sapien 3 valve successfully placed in the native aortic valve. The patient was transferred to the post op unit in stable condition and discharged home on post op day 3.